Manufacturer narrative:
Per the field service representative (fsr) the touchscreen was working fine at the start of the case but then became offset during the case. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) touchscreen became off to the touch. As mitigation, local controls were used. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the central control monitor (ccm) touchscreen was off to the touch. It was stated that the ccm touchscreen was functional at the beginning of the case, but then at some point during bypass, the touch was off, so local controls were used to finish the case, with no delay, no blood loss, and no adverse event.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment and powered it on. The pst observed the screen pointer to be out of alignment. It was determined that the ccm did not meet specification.